Manufacturer narrative:
Disruption or loss of data transfer across the da pcba to mc pcba ribbon cable may cause the ventilator to detect a communication failure and shut down. Failure investigation will not be performed as this failure is being addressed through a voluntary recall.

Event description:
The customer reported that the unit has an error code messages of machine and proximal pressure sensors failed and proximal pressure sensor calibration data error. The customer reported there was no patient involvement.